Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump all day. Customer's blood glucose was 106 mg/dl and sensor reading was 59 mg/dl. Troubleshooting was performed and customer was advised to monitor the sensor also to consider changing the sensor. The sensor is not returning for analysis.